Manufacturer narrative:
(B)(4). All calibrations and performed testing were passed at time of service.

Event description:
It was reported that the oxygen (o2) and alarm silence keys did not work when pressed several times. The ventilator was turned off and on and then the keys seemed to work fine. It was reportedly not possible to duplicate the error. There was no reported patient involvement. There is no report of death or serious injury associated with this event.